Event description:
An infusion on alaris large volume pump ran faster than programmed, due to a loose door latch. The screw that secures the door to the pump was found to be backing out (protruding out past the door). The door was able to close but not as tightly as intended. No alerts or alarm sounded but the clinical team noted that the infusion ran faster than expected. The pump showed that it was running at 0.5ml per hour but, in reality, it was running wide open. Tubing was clamped and got new large volume pump and new one was running appropriately.